Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind/loud anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that the insulin pump alarm was very soft and inaudible. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had no delivery alarm and rewind was louder. The insulin pump will not be returned for analysis.